Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stating that a drawing being off of their pump. The patient stated that this month, 4cc to 5cc were off and overdrawn again, and last month, 7 cc were off. The patient also stated that at this point, because of their prior history, their managing hcp referred them back to their surgeon. The patient stated that on the computer, there was no problem with the pump or its operation. There were no signs of the pump shutting off, shutting down, or intermittently stopping. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Information was received from a patient regarding an implanted infusion pump for multiple sclerosis and intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that, this past month, the patient was feeling withdrawal symptoms. The patient had multiple sclerosis (ms) and they were feeling spasms in their shins and calves. The patient stated that, on (B)(6) 2026, the patient went to the managing healthcare provider (hcp) and they withdrew 11ccs instead of the 4ccs. The patient called to provide information. The patient was redirected to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they felt like they had the flu prior to their refill and felt sick and dizzy.